Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin delivery was suspended. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. It was reported that the sensor glucose value that triggered the suspend on low or suspend before low event was 47 mg/dl and low limit in sensor settings was 70 mg/dl and blood glucose value associated with the triggered suspend event was 353 mg/dl. The devices will not be returned for analysis.